Manufacturer narrative:
Additional information was received on november 4, 2020. In addition to the right sided right sided deflation reported initially, left sided deflation was also noted. See 1645337-2020-15075 for the left sided deflation report. This report relates to the right prosthesis. When the device was explanted, bilateral prosthesis replacement with 275cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation november 20, 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 275cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 10, 2020. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear measuring approximately 3.0 cm was found within the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).